Manufacturer narrative:
(B)(6). An event regarding fracture of a taper pin reamer small was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The fractured location is approximately 70 mm from the tip of the reamer body. A material analysis has been performed. The report concluded: the exeter taper reamer small broke due to a temper embrittlement. Energy dispersive spectroscopy analysis showed the exeter taper reamer small to be made of a fe-cr-ni alloy consistent with the 431 martensitic stainless steel alloy. The material hardness was approximately 46 hrc. -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: complaint history review indicated there were no other complaints for the reported lot. Conclusions: the exeter taper reamer small broke due to a temper embrittlement. Energy dispersive spectroscopy analysis showed the exeter taper reamer small to be made of a fe-cr-ni alloy consistent with the 431 martensitic stainless steel alloy. The material hardness was approximately 46 hrc. An investigation performed by the supplier concluded that the drawing that was current at the time of manufacture noted that the hardness specification was 38/44 hrc . The event was determined to be manufacturing related and nc has been raised to investigate this event.

Event description:
Update: the surgeon reported that he heard a loud crack as he was reaming which was unexpected as he was not applying undue force and thought at first he had cracked the femur. When he removed the device he realised that this was not the case. The surgeon commented that this reamer broke whilst reaming soft cancellous bone. He was able to use a set of long graspers to remove the tip of the device as he was able to insert the jaw of the grasper down the side of the reamer tip.

Event description:
The customer reported that surgeon was using the small tapered reamer during a total hip replacement and as the device was being turned, the device snapped approximately 3 inches from the tip and a piece was left in the femur. The customer further reported that the surgeon did manage to remove the broken tip but this resulted in a 45-60 minute delay to surgery. Surgery was completed successfully using a reamer from a different kit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.